Event description:
Pt was being transferred back from bathroom utilizing ceiling lift. The lift was in the turnstile portion of the track and mid-turn sparks showered out of the top of the lift and lift ceased to function. Reporter was called to the room by the cna and smelled smoke but there were no visible signs of smoke. The lift was manually manipulated and pt was physically lowered onto the bed by staff. Safety wrench from such emergencies was not located until after the pt was out of the lift.